Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other seven proglide devices are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that arteriotomy closures of both common femoral arteries were attempted with two proglide devices on each side with a 6f sheath, using a pre-close technique, prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, during advancing the needles of the four proglides to the suture, resistance was felt and the needles all bounced. When the plungers were pulled back, no sutures were attached. Two additional proglide devices were used on each side with the same results. Two proglide devices from a different lot number were used on each side for successful suture placement. The sheath was upsized to 20f and the pevar procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of proglide devices 9-12. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.